Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR: 2134265-2016-10024. It was reported the patient experienced bradycardia and expired. The physician selected the use of a 1.5 rotalink plus for use. The target lesion was located in the left anterior descending artery (lad). Angiography revealed the lesion was tortuous and had diffuse calcification. The lesion was crossed with a rota extra support guidewire and ablated with the 1.5 rotalink plus. Post successful rotablation, the physician was trying to exchanged the rota wire with regular ptca wire, when all of the sudden, the patient developed bradycardia and within no time, there was no pulse. Cardiopulmonary resuscitation (CPR) was administered and the patient was intubated but the patient expired. A death certificate was unavailable but the cause of death is believed to be bradycardia.